Event description:
It was reported by repair work order that there was no power to the bed due to the base sensors were out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.